Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the venous sinus using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra stent. While retracting the benchmark to place the stent in the target location, the benchmark fractured at the distal end. It was reported that the stent was also fractured. The proximal end of the benchmark was removed. A stent retriever was used to successfully remove the remaining distal segment of the benchmark and the fractured portion of the stent. It was reported that the remaining portion of the stent was left in the venous sinus. The procedure was aborted. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark 6f 071 delivery catheter (benchmark) confirmed it was fractured. If the benchmark is retracted against resistance, damage such as this may occur. Interaction with the non-penumbra stent may have contributed to resistance during the procedure. Further evaluation revealed multiple kinks distal to the fractured location. This damage is incidental to the reported complaint and may have occurred during attempt to retrieve the fractured stent with a stent retriever. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.